Manufacturer narrative:
(B)(4). Eval, results: (arterial occlusion). Results/conclusion: (mildly tortuous and mildly calcified vessels). (Device was used for treatment of bilateral iliac aneurysm).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of bilateral 4 cm iliac aneurysms approx one month ago. The vessels were mildly tortuous and mildly calcified. It was reported that the pt returned for follow-up a few days post implant and the angiogram and CT demonstrated that there was an occlusion of the stent graft and the vessel with no pulse to the lower extremities on the ipsilateral side. It was reported that there was stent graft occlusion / narrowing of the ipsilateral limb at the gate area and this was attributed to the placement of the contralateral iliac limb. This event may have occurred at the time of implant; however, it was not detected at the time, (ref MFR # 2953200-2011-00788). The angiogram and CT demonstrated that there was an occlusion of the vessel with no pulse to the lower extremities. The physician implanted two balloon expandable stents in a kissing technique, one in the ipsilateral limb and one in the contralateral and successfully restored the blood flow. No add'l clinical sequelae were reported and the pt is fine.